Event description:
It was reported "leaks were observed on the midline since insertion. The dressing is soaked with solution but no blood. We can inject but cannot withdraw blood. There is no valve on the midline" the device was removed and replaced. No patient injury or harm. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)

Event description:
It was reported "leaks were observed on the midline since insertion. The dressing is soaked with solution but no blood. We can inject but cannot withdraw blood. There is no valve on the midline" the device was removed and replaced. No patient injury or harm. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4). The customer returned one, s-lumen cvc for analysis. Signs of use in the form of biological material were observed on the catheter. Visual analysis of the catheter did not reveal any defects or anomalies. The catheter body length from the juncture hub to the distal tip measured 21cm, which is within the specification limits of 20 - 21.28cm per the catheter product drawing. The catheter body outer diameter measured 0.05690", which is within the specification limits of 0.053-0.057" per the catheter extrusion product drawing. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The distal end of the catheter was occluded to pressurize the lumen, and no leaking or blockages were observed when flushing the catheter. The returned catheter was then tested per bs en iso 10555-1 section 4.7.1 (d008845) which states that there shall be no liquid leakage in the form of a falling drop of water at 300-320 kpa (43.5-46.4 psi) for 30 sec when tested per bs en iso-10555-1 annex c. The catheter was connected to lab leak tester and pressurized to 300 kpa for 30 seconds. No leaks were observed from any region of the catheter. A manual tug test confirmed that the extension line was secure within the luer hub. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit informs the user, "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". Report of a leaking catheter was not confirmed through complaint investigation of the returned sample. No visual defects or anomalies were observed with the returned catheter. Likewise, all relevant dimensional and functional requirements were met. No leaks were identified on the catheter when leak tested per bs en iso 10555-1 section 4.7.1. A device history record review did not reveal any relevant findings. Based on the customer report and the testing of the sample received, no problem was found with the returned device. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "leaks were observed on the midline since insertion. The dressing is soaked with solution but no blood. We can inject but cannot withdraw blood. There is no valve on the midline" the device was removed and replaced. No patient injury or harm. The patient's current condition is reported as "fine".